Event description:
The facility returned a cq2015a collamer aspheric three piece lens to the manufacturer with a bent haptic. The facility reported the implant had failed. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search.results - visual inspection of the returned product found the lens optic torn and one haptic bent. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).